Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was partially abandoned due to unknown product performance issue. Additional information provided indicates that this lead's pace/sense portion was surgically abandoned as the lead has been under observation by the clinic since march of 2020 due to increasing high out of range pacing impedances. Also, this lead exhibited noise on a stored event, as well as rising thresholds. In addition, it was suspected by the physician that the lead was potentially damaged due to subclavian crush, however, there were no visible signs of fracture or crush observed under fluoroscopy. Subsequently, during the pulse generator change out due to elective replacement indicator, this lead was fixed and the shocking portion remains in service. A new pace/sense lead was implanted to substitute the abandoned pace/sense portion. No additional adverse patient effects were reported.